Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were observed with the system or software. Device log file review for this event could not confirm the described issue of a femoral anterior notch. The investigation identified that a medialized anterior cortex line acquisition is the most probable cause for the anterior notching of the femur. The exact root cause for the reported issue could not be established because the issue was not confirmed, and no failure was observed. D4, h4: the device serial/lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. D10, concomitant medical devices and therapy dates, array set, array drill pin devices and saw blade device, (B)(6) 2023. UDI: (B)(4) unknown.

Event description:
It was reported from australia that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station the anterior femora resection was too deep. It was reported that this results in femoral anterior notching. It was reported that a revision femur with a 50mm stem extension was performed to bypass notch. It was reported that upon checking the anterior check point before resection the stylus read 0 -.02mm. It was reported that there was no harm to the patient and the robot had been properly mounted to the bed. It was not reported if there were any delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information received from the reporter stated that the anterior cut was finished with a manual cutting block. The notch was detected visually before the resection of the anterior cut was finished. The procedure was planned for a cement. The patients outcome was revision crs femur and 50mm cemented stem extension to bi pass the notched femur.